Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in poor condition. The keypad support lens was cracked. Occlusion testing was able to replicate the check clutch error. Testing was not able to duplicate the motor rate error. The failure mode was abnormal wear of clutch halves. Unable to determine the root cause of the abnormal clutch wear.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.